Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 43mg/dl. The customer's expected fasting blood glucose test result range is 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 152 and 136mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 02/28/2018 and open vial date is approximately two weeks ago. The meter memory was reviewed for previous test result history: (B)(6). Customer states that he run two test got results in 40- 50mg/dl fasting. Customer is concern with the meter giving low blood results. Customer ate some fruits and it went up the 177mg/dl .customer states that if he glucose was low in the 40s mg/dl he would be having symptoms but he was feeling fine. Customer is taking insulin and test 4 times a day.